Manufacturer narrative:
The insulin pump alarm motor error during basic occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump had a severely scratched lcd window and scratched around casing noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.